Event description:
During service of product, device was found to not cycle with all leds and a constant single tone alarm, due to integrated circuits u9, u27 and u28 on the logic board being out of specification. Replaced u9, u27, and u28.